Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that when awoke from nap, he experienced a blood glucose (bg) value of 40mg/dl and was shaking, sweating and slightly disoriented. The patient's bg was reportedly 260mg/dl that afternoon prior to the reported bg event. The patient treated his low bg with glucose tablets and his bg was reported to be 202mg/dl. The patient reportedly did not require medical intervention. It was noted that the patient was experiencing erratic bgs with his replacement pump and the prior pump he was using. The patient stated that his erratic bgs was caused by taking oral medication and said that he was not sure the type of medication he was taking. He stated that if he doesn't take the oral medication at a certain time, it can cause his bgs to drop. The pump was reportedly programmed by the diabetes educator. Cs reviewed the pump with the patient and noted that the patient was using the advanced settings on the pump and that the patient was not able to confirm that the settings were programmed correctly. It was noted that the insulin on board (iob) was set to 'off' and the patient was not able to determine if the iob was set to 'on' the previous pump. A review of the pump history indicated that a bolus of 16.35 units of insulin was delivered. The patient refused to complete the troubleshooting on the pump with customer support. He stated that the bg issues were due to not paying close enough attention to his carbohydrates intake and that his erratic bgs were due to his cardiac issues and his oral medication. Customer support advised the patient that if the iob was set to 'off' it could be a contributing factor to his low bg. Cs instructed the patient to contact the health care provider (hcp) to review all pump settings and to closely monitor his bg level. There was no indication of a pump malfunction. This complaint is being reported due the patient's hypoglycemic event with use error.